Event description:
It was reported that the patients leads migrated and there were high impedances on one of the patients leads. It was noted that the patient felt overstimulation on the right side. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads were not returned as per hospital policy.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(4), batch: (B)(4).

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(4), batch: 7072126.

Event description:
It was reported that the patients leads migrated and there were high impedances on one of the patients leads. It was noted that the patient felt overstimulation on the right side. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads were not returned as per hospital policy.